Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "in niv st mode several of the settings were "locked out" or would not allow adjustment past a specific point. Fio2 could not be increased past 60% on the main screen. "Pinsp" could not be adjusted past 5cmh2o. Peep could not be adjusted above 6cmh2o or below 4cmh2o. This machine had to be removed from use on a patient in the ccu." No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: "in niv st mode several of the settings were "locked out" or would not allow adjustment past a specific point. Fio2 could not be increased past 60% on the main screen. "Pinsp" could not be adjusted past 5cmh2o. Peep could not be adjusted above 6cmh2o or below 4cmh2o. This machine had to be removed from use on a patient in the ccu." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.